Manufacturer narrative:
This complaint was originally reported to the FDA under (B)(4) (report number: 3004904811-2016-00042) however the report was submitted under the incorrect manufacture site. Evaluation summary: the accuview graph was returned for evaluation. The total time of the procedure is 68:52 hours instead of 96 hours. The capsule signal was interrupted when the patient was supine. This indicated that the recorder was away from the patient's body more than 2 meters. Additionally, the capsule single was incomplete with multiple gaps during the study, which indicated that there was a communication problem between the recorder and the capsule. The communication problem can occur due to the capsule failure or recorder was put away from the patient's body farther from 6 meters. A review of the device history record for the capsule and recorder indicated that the products were released meeting finished product specification.

Event description:
According to the reporter, during an esophageal procedure, there was a short study. The site confirmed that the 96 hour study was only 68:52. There was no harm to the patient. The patient will be scheduled for a repeat procedure. No other known adverse events were reported.